Event description:
A malfunction on the pump was reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer received assistance from technical support to reset the pump using the provided instructions, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if any issues reappeared, which the caller understood and agreed to.